Event description:
It was reported that reinstall ventilator alarm was generated and mechanical ventilation became impossible. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the vacuum pump was faulty. The vacuum pump generates an auxiliary vacuum pressure which is used for actuation of the valves that control the ventilation and for keeping the diaphragm of the ventilator in place during piston movement i.e. To avoid wrinkling. If the vacuum pressure is out of range, the device is designed to shut down automatic ventilation to avoid damages to the ventilator unit. As confirmed by the user, the user was alerted to the shutdown by means of a corresponding alarm. Manual ventilation with the built-in breathing bag remained possible. The replacement of the pump has already solved the problem. After replacement, the device was tested and returned back to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate of the pump is subject to continuous monitoring by the responsible quality board.

Event description:
It was reported that reinstall ventilator alarm was generated and mechanical ventilation became impossible. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.